Event description:
The customer stated they received questionable ion selective electrode (ise) sodium results in their c501 analyzer. The customer stated they received 37 questionable results, but only provided data for two discrepant results. The analyzer was primed, re-calibrated, and quality control was run. The patient samples were then repeated on the same analyzer. The customer performed an ise check and stated it appeared to be very good. The first patient's initial sodium result was 120 mmol/l. The repeat result was 128 mmol/l. The second patient's initial sodium result was 131 mmol/l. The repeat result was approximately 140 mmol/l. The customer stated the sodium results were reported outside the laboratory. The customer stated one patient had a temporary fluid restriction. Information on whether there were any adverse events was requested but not provided. The sodium electrode lot number and expiration date were requested but not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Additional information was provided by the customer. The customer stated there were only 36 patients involved in the event. The discrepant results for all the patients were reported outside the laboratory. Information on whether there were any adverse events was requested but not provided. Please see the attachment for the 33 patients with discrepant results not previously reported.

Manufacturer narrative:
A root cause could not be determined with the information provided. Additional information for further investigation was requested but not provided.